Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was 116 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump was in distress, when customer was swimming insulin pump started vibrant. The customer also stated that the display was flashing. Customer declined to troubleshot for beep anomaly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devise will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self tests. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, missing segments display were noted during testing. No hardware low level failures were found in the formatted history files. Device received has a crack on the battery tube which starts at the corner of the belt clip rails. The s/n label located between the belt clip rails is illegible. Passed the displacement and self tests. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, missing segments/partial display were noted during testing. No hardware low level failures alarms were found in the formatted history files. Device received has a crack on the battery tube which starts at the corner of the belt clip rails. The s/n label located between the belt clip rails is illegible.